Event description:
The patient had an enterra system implanted in 2004 and two weeks later developed pain, redness and drainage at the surgical incision site. Cultures were taken but the results are unknown at this time. The patient was treated with IV and oral antibiotics. Subsequent reports from the hcp indicated that the infection had completely resolved.